Event description:
On the morning of the of (B)(6) 2025, the baxter em 2400 compounder was taken down, hood and compounder cleaned and set up using our normal processes. The setup took about 1 hour and 30 minutes. One technician setup the compounder and a pharmacist double checked and primed and verified the pump. The compounder was calibrated with no issue. The first total parenteral nutrition (tpn) of the day was pumped at 11:26 am with a 1.63% weight variance. Second total parenteral nutrition (tpn) pumped at 11:30am with a weight variance of 5.21% (this total parenteral nutrition (tpn) was discarded). Third total parenteral nutrition (tpn) pumped at 11:37 am (this is the total parenteral nutrition (tpn) that was administered to the patient that had a blood glucose of 3180 mg/dl) the weight variance was 2.24%. Fourth total parenteral nutrition (tpn) was pumped at 11:44 am with a weight variance of 3.36%. Fifth total parenteral nutrition (tpn) was pumped at 11:48am with a weight variance of 0.59%. Sixth total parenteral nutrition (tpn) was pumped at 12:02 pm with a weight variance of -1.80%. Additional total parenteral nutrition (tpn) was pumped the rest of the day and all continued to be in range. On the afternoon of (B)(6) 2025, the pharmacy was called about the patient with the extremely high blood glucose. The pharmacy team reviewed the mix/check sheets, and nothing seemed out of the ordinary, except for the one bag that had a 5.21% variance that was discarded. The total parenteral nutrition (tpn) peripheral parenteral nutrition (ppn) that was infusing on the patient with the elevated blood glucose was stopped and the medical team kept the bag and asked if the total parenteral nutrition (tpn)could be analyzed. Pharmacy management arranged to have the lab analyze the bag for glucose content and the initial test indicated the glucose content was approximately 62%. A second sample was sent to the lab for testing to confirm the results and the contents again tested significantly higher at about 55%. The samples sent to the lab were diluted by the pharmacy director and pharmacy manager. The director then took the bag to the lab to have the lab personnel prepare the sample and again tested at 56%. These tests confirmed to pharmacy leadership that this bag was prepared incorrectly, and it appears that dextrose 70% was on port 24 that was intended for sterile water. We were able to test a couple more of the total parenteral nutrition (tpn) that were pumped that day. Of the total parenteral nutrition (tpn) that we were able to tested, the total parenteral nutrition (tpn) beginning with sixth total parenteral nutrition (tpn) all appear to be correct. The fourth total parenteral nutrition (tpn) was tested, and the dextrose concentration was higher than expected. We are concerned that if the pump was not setup correctly and checked correctly, the mix/check sheets, calibrations, etc. Did not give us obvious alerts that the setup was incorrect. If this is a volumetric pump and if it pumped the volume of dextrose 70% that should have been water, we would have expected the actual weights to be considerably higher than the expected. The extremely elevated blood glucose was validated multiple times and gradually returned to normal after a couple of days.